Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic it was reported that the device was not working properly and patient noticed they were not feeling stimulation. Patient also reported that their back was hurting. No further complications were noted or anticipated.